Event description:
Customer reported a leak when using the unicel dxc 600i synchron access clinical system. The customer stated they found droplets of moisture under the reaction wheel cover at the mixer paddles and that both sample and reagent mixer paddles had the droplets. The customer stated the droplets of fluid were contained on the instrument. The customer was wearing gloves, eye wear, and lab coat. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) advised the customer to check if the mixer paddles were bent. The customer stated the mixer paddles were not bent and a service request was generated. The field service engineer (fse) evaluated the analyzer on (B)(4) 2013, performed alignments on all the sample and reagent mixer paddles, ran controls, and verified repairs. No further moisture was found on the mixer paddles or wash stations. On (B)(4) 2013, the fse was contacted and stated the moisture was found on the mixer paddles and mixer paddle wash stations, not the reaction wheel cover. The fse verified performing the mixer paddle alignments resolved the issue. Identification of failure mode: the failure mode is misaligned mixer paddles (p/n 758383). (B)(4).